Manufacturer narrative:
Eval summary: visual analysis shows that most of the pmma coating has been removed, indicating that it bonded with the cement. A field action was conducted on (B)(6), 2010 per recall number 1822565-04/19/2010-001-c, in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate. It also recommended to full cement and pressurize the anterior and posterior surfaces of the tibial component and to carefully use bone cement application per the MFR's instructions. The device in question was implanted prior to this field action (notifications were sent on (B)(6) 2010). It is likely that the lack of a drop down stem and the cement technique contributed to loosening. However, a definitive root cause cannot be determined with the info provided. Eval: dimensional analysis reveals that the device is within specs per the device prints. The mfg records were reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to spec.

Event description:
It is reported that the pt was revised due to loosening.